Event description:
It was reported that the patient is very active. Patient has noticed within the last six months that she has increased hyper extension. Patient also is noticing even more hyperextension within the last few days. She states that her knee is bending backward, especially after exercising.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right triathlon knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.